Event description:
Reported via patient call center it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The patient called inbound to the watchman patient care team reporting that there is a horizontal clot on her device. The patient is on eliquis and will continue on anticoagulation medication until the next follow up examination. Additional information was provided by the implanting physician. The patient successfully received a 31mm watchman flx closure device on 28jul2023 with no procedural issues reported. The patient was discharged on eliquis 2.5mg twice a day and 81mg aspirin. The patient returned for the 45-day follow-up. Transesophageal echocardiography (tee) imaging revealed a pedunculated thrombus on the closure device. The patient's eliquis medication was increased to 5mg twice a day and a follow-up computed tomography (CT) scan was scheduled on 03jan2024. The CT imaging was completed as planned which revealed no change in thrombus size. There were no changes made to the drug regime. The patient will have another CT scan in size (6) months.